Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported the intellamap orion catheter was being used along with 8 mm blazer catheter and a polaris x decapolar catheter during an atrial flutter mapping procedure in the right atrium. The spline of the intellamap orion catheter became detached from the proximal connection point on the catheter shaft. It did not come completely detach and was carefully removed from the patient's anatomy through the sheath. The patient suffered no complications or interventions based on the spline detaching.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during the removal of an intellamap orion catheter into the sheath, one of the splines broke off. They were able to remove it without any issues with the patient. The procedure was completed with another device.